Event description:
It was reported that the device bent during a procedure. There was a surgical delay of 45min and the procedure was completed with a competitor device. No patient injury was reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.